Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/2. Corrected data: section c. Suspect product.

Event description:
Healthcare professional (hcp) reported that patient was injected in cheek (ck1-3), chin (c2,3,5,6), and jaw (jw4,5) with 4ml juvéderm® voluma¿ with lidocaine and in lips with 1ml juvéderm® volift¿ with lidocaine. One week later, patient developed pain in chin that progressed to pustule formation. Patient was treated with antibiotics (clavulin). Four days later, there was no improvement; hcp considered the possibility that the patient was aseptic. Patient was treated in 4 sessions with 2000ui/ml hyaluronidase. Symptoms improved. At an unspecified time later, inflammation appeared to migrate to another area. Patient was treated again with ultrasound-guided 40,000ui/ml hyaluronidase. Symptoms improved. Three days later, patient developed swelling in lip. Three days later, swelling spontaneously improved. Patient was prescribed low dose (20mg) meticorten. Symptoms of migratory pain and edema are ongoing. Patient has colitis and underwent "some treatments for the underlying disease and hidradenitis suppurativa with infliximab" a few months before the filler injection. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00098 (allergan complaint #(B)(4)). This MDR is being submitted for the suspect product, juvéderm® volift¿ with lidocaine.

Event description:
Healthcare professional (hcp) reported that patient was injected in cheek (ck1-3), chin (c2,3,5,6), and jaw (jw4,5) with 4ml juvéderm® voluma¿ with lidocaine and in lips with 1ml juvéderm® volift¿ with lidocaine. One week later, patient developed pain in chin that progressed to pustule formation. Patient was treated with antibiotics (clavulin). Four days later, there was no improvement; hcp considered the possibility that the patient was aseptic. Patient was treated in 4 sessions with 2000ui/ml hyaluronidase. Symptoms improved. At an unspecified time later, inflammation appeared to migrate to another area. Patient was treated again with ultrasound-guided 40,000ui/ml hyaluronidase. Symptoms improved. Three days later, patient developed swelling in lip. Three days later, swelling spontaneously improved. Patient was prescribed low dose (20mg) meticorten. Symptoms of migratory pain and edema are ongoing. Patient has colitis and underwent "some treatments for the underlying disease and hidradenitis suppurativa with infliximab" a few months before the filler injection. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00098 (allergan complaint #(B)(4). This MDR is being submitted for the suspect product, juvéderm® volift¿ with lidocaine.

Manufacturer narrative:
Health effect - impact codes: f2201. Type of investigation code: b15, b18, b20. The filler was injected into the patient and is not accessible for return. The syringe has been discarded. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.